Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1222 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that tpa had been infused into the patient's PICC. Upon removal of tpa, the lumen of the PICC was allegedly cracked. Blood and normal saline flush was leaking out of the cracked lumen. PICC was removed. There was no patient injury reported.